Event description:
The customer reported that the cine function was not operating properly when attempting to perform subtraction during a cine run. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard drive and the software were installed during the service all. The system was tested and found to be working as intended and put back into service.